Event description:
This incident was initially reported to the manufacturer by the patient father, with additional details later provided by the contact lens prescribing healthcare provider (hcp). According to the information provided by the patient's father on (B)(6) 2025, it was reported that the contact lenses had torn and caused damage to the cornea, resulting in permanent injury. The type of injury, treatment, and ocular involvement (right/left/both) was not described during this initial report but the manufacturer was supplied with the contact information for both the contact lens prescribing hcp and the treating ophthalmologist. Information received from the contact lens prescribing hcp states that the patient was seen on (B)(6) 2025, for symptoms including foggy vision, pain, redness, discharge, and a persistent white spot in their vision in the right eye. Refer to linked manufacturer report reference (B)(6) for further details of the event involving the right eye. While the patient was initially seen for symptoms occurring the right eye, the hcp notes the presence of neovascularization with 4mm pannus in the superior, nasal and central region, with ghost vessels, and deep stromal scarring in the left eye. While this has not resulted in opacity or reduction in vision, this is considered a serious condition which results in permanent injury or impairment of the eye function or structure or require medical intervention or medication to prevent or preclude such occurrence. No medication was noted during this visit, but the prescribing hcp indicates the patient was prescribed fluorometholone 1% by the ophthalmologist to be administered twice daily. Good faith efforts have been made to obtain additional information from the treating ophthalmologist. As of the date of this report additional information is unknown. This event is being reported due to the severity of the diagnosis and indication of a permanent injury. Should further information become available, a follow-up report will be submitted as appropriate. As this incident involves both the right and left eyes and with the patient wearing different device model in each eye, please refer to linked manufacturer report (B)(6) 9614392-2025-00030 for associated right eye incident report.

Manufacturer narrative:
No product has been made available for manufacturer analysis. A lot number was provided for the device alleged to be involved in the incident. No issues or nonconformance's were found and no trends were identified. No root cause could be established. The relationship between the coopervision device and the incident is unconfirmed. As this incident involves both the right and left eyes and with the patient wearing different device model in each eye, please refer to linked manufacturer report (B)(6) 9614392-2025-00030 for associated right eye incident report.